Manufacturer narrative:
The intraocular lens remains implanted. This report is being filed on an international device; tecnis toric iol, model zct700 that has a similar device, model zct600 which is distributed in the united states under PMA p980040. It was indicated that the device remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a long type of thread on the intraocular lens (iol). The thread was said to be around 4 inches long. It was stuck to the posterior surface of the optic and left a bit of a linear line when removed. The thread was noticed during iol preparation; therefore, there was no patient contact with the thread. The doctor did not have a back-up iol, so he removed the material and inserted the iol. No additional information was provided to johnson and johnson surgical vision, inc.